Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no image was due to circuit board failure caused by fluid invasion/corrosion. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair evaluation found a no image malfunction due to circuit board failure. The circuit board and inside the main body has fluid invasion/corrosion. The external main body has stains/discoloration and is cracked. The cable unit has a cut and has deformation (buckles and kinks) and fluid invasion. The customer¿s reported problem was not confirmed because the device has no image and could not perform functionality tests. The investigation is ongoing; therefore, the root cause of the reported no image image malfunction cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed that the customer camera head was returned to the olympus repair center for a reported ¿switch abnormal¿. The customer reported problem was found during an unspecified event. However, the repair evaluation identified a no image malfunction due to circuit board failure. No death, injury or harm was reported to olympus. This report is being submitted to capture the no image malfunction found during repair evaluation.